Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced chest pain with shortness of breath and pain that radiated to the jaw and down the left arm. The 10mm and 70% stenosed target lesion was located in the distal right coronary artery (rca). There was a reference vessel diameter of 2.75mm. The lesion was predilated and a 2.75x32mm taxus express2 stent was implanted, followed by post dilation which resulted in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. 48 days after the index procedure, the site reported that the patient had experienced chest pain with shortness of breath and pain that radiated to the jaw and down the left arm. It was reported that the pain was cardiac related. The exact date of onset is unknown, but it occurred in the month prior to the site becoming aware of it. The event was treated with medication and was reported to be resolved without residual effects. It was further reported that at the index procedure, the patient also underwent balloon dilation of a previously placed taxus express2 stent in the mid circumflex (lcx) coronary artery with a 2.0mm and a 2.5mm balloon. Post dilation of the 2.75x32mm taxus express2 stent placed in the distal rca was done with a 3.0mm balloon and it was reported that the patient tolerated the procedure well. Within 34 days post index procedure, the patient experienced two separate episodes of chest pain, both with activity. During the second episode, the patient took nitro and the pain resolved within 5 minutes. No other treatment or intervention was done for these events. Same case as MDR ID#: 2134265-2010-01088, 2134265-2010-01182.

Manufacturer narrative:
(B)(4).

Event description:
Clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced chest pain with shortness of breath and pain that radiated to the jaw and down the left arm. The 10mm and 70% stenosed target lesion was located in the distal right coronary artery (rca). There was a reference vessel diameter of 2.75mm. The lesion was predilated and a 2.75x32mm taxus express2 stent was implanted, followed by post dilation which resulted in 0% residual stenosis. The pt was discharged 3 days later on aspirin and clopidogrel. Forty eight days after the index procedure, the site reported that the pt had experienced chest pain with shortness of breath and pain that radiated to the jaw and down the left arm. It was reported that the pain was cardiac related. The exact date of onset is unk, but it occurred in the month prior to the site becoming aware of it. The event was treated with medication and was reported to be resolved without residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.